Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. There was no reported impact to the customer's blood glucose level, as the pump was not being used at the time of the event. Reportedly, the customer had manual injections available as alternate insulin therapy.